Event description:
According to the complainant, the patient experienced a vasovagal event (mild) with associated fainting and was given normal saline (1000.0 ml) via intravenous route. The physician noted the event to be possibly related to the device. The event was reported as recovered/resolved without sequelae or other outcome as of 2006. Follow up received indicated: pre-existing medical conditions; - prostatitis: taking trimethoprim 300.0 mg every day and - supraventricular tachycardia: taking atenolol 25.0 mg every day and taking aspirin 150.0 mg every day. The vasovagal event occurred post-treatment and after the the subject voided post-operatively. When the subject began dressing to leave the facility, he became pale, sweaty and unsteady on his feet. The subject was treated with an hour of bed rest and 1000 ml IV normal saline to assist in elevating the subject's blood pressure.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Summary this complaint is over 30 days old, as this patient is part of a medical study, if any additional information pertaining to this problem is obtained, the complaint will be reopened. Per the event information, the patients condition was mild and has been resolved. The information provided is not sufficient to determine a root cause or a probable root cause and no product was returned. Device discarded